Event description:
I attempted to insert a 22 gauge IV catheter. I saw a flash of blood in the flash chamber and advanced the catheter into vein. The advance commenced smoothly yet I did not get any blood flow when t connector was attached. I pulled out catheter slightly to facilitate blood return without success. I palpated above insertion site and felt a kink in the catheter so I continued to pull out catheter until I saw blood flow in t connector tubing. At this point 90% of catheter was pulled out of skin. After about 10-15 seconds, the blood stopped flowing. I was unable to reinsert catheter. I removed IV catheter, applied dressing to site. No hematoma was noted.device #1is this a laboratory device or laboratory test?no